Event description:
A report from the field indicated that a patient was implanted with a medium pressure hakim valve. The surgeon believed that the valve was overdraining: he evacuated the subdural hematomas and removed the shunt, the same day. The surgeon did not implant another shunt.